Manufacturer narrative:
The device history records (DHR) of the device concerned was reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. The actual device was not returned and could not be investigated. Based on DHR review results and information provided by user, there was no abnormality during placement of the concerned I-ed coil. We assume that the factors that may contribute to the protrude of coil after placement was due to patient vessel condition and/or procedure. In the instructions for use of I-ed coil (2376-1) , we state the potential of known risk as below; [precautions] 6. The size and number of coils to be placed should be carefully determined based on the experience of the physician. [Device failures, adverse events and complications] the following device failures, adverse events and complications may occur during the use of the I-ed coil. However, device failures, adverse events and complications are not limited to those listed below. Immediately take appropriate measures in the event that any abnormality occurs. 1. Device failures. (1) migration of the platinum coil. [Warnings] 2. Confirm that the size of the platinum coil is appropriate using x-ray fluoroscopy before detaching the coil. If the size is not compatible, replace the coil with one of an appropriate size. (A coil of an incompatible size may migrate away from the aneurysm after detachment and cause vascular occlusion.)

Event description:
Embolization on three lesions in the internal thoracic artery was performed, and the concerned I-ed coil was used for the first lesion near to the aortic bifurcation (vessel diameter in approximately 2mm x 3mm). The platinum coil was placed without any particular events as the third placement for the lesion. But, during post-procedure angiography, the platinum coil was observed become loosened and protruded. For preventing the protrusion and migration of the platinum coil, additional procedure using placement of a vascular plug was required on the next day.